Event description:
A customer reported unexpected negative result when testing a patient sample on with capture-r select on the echo instrument.

Manufacturer narrative:
Retrieved and reviewed crossmatch batch files. Crossmatch performed with lots sc179, (B)(4) resulted as negative (compatible) with donor (B)(6) on echo (B)(4). Images appear as diffused buttons (weak pos). Crossmatch performed with lots sc179, (B)(4) resulted as no interp (incompatible) with donor (B)(6) on echo (B)(4). Images appear as diffused buttons. Reactions =6 (weak pos). Positive control as expected. Advised customer to repeat the patient testing with sc strips of the same lot new pouch and also with a known negative patient. Review of the batch files repeat testing with new pouch of the same lot of capture select strips resulted in no interp incompatible crossmatch. Well images appear as diffused buttons, image look no different than images originally called negative or no interp by second echo (B)(4). Known anti-c patient resulted as 2+ positive with well images appearing as diffused buttons with moderate cell adherence. Customer tested a known anti-c patient with the same donors as sample in question. Known anti-c sample tested incompatible with units as expected ruling out a reagent issue. Advised customer cannot rule out the sample as the cause of unexpected negative reactions. Negative reactions will be obtained if the test specimen contains antibodies present in concentration too low to be detected by the test methods employed.